Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Attempts to obtain patient information of ID, age, weight and ethnicity have been unsuccessful to date. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. Additional information obtained provided the manufacturers device was inserted into the patient once. The separated tip was embolized from the wire introducer into the aorta of the patient through the femoral arterial sheath. The sheath was upsized from 6fr. To 8 fr (another manufacturers device), new guide catheter placed (another manufacturers device), syringe (another manufacturers device) negative pressure applied, and the tip removed successfully. The patient was discharged home as per plan. As neither a lot# nor serial # were provided, lot#, serial#, UDI# and expiration date is unknown. The implant or explant dates are not applicable to this device. Device not returned to manufacturer. No information available. Analysis not performed as device not returned for evaluation. As neither lot # nor serial# has been provided, device manufacture date is unknown. As neither lot # nor serial# has been provided, the manufacturing documentation for this device was unable to be reviewed.

Event description:
It was reported during a planned diagnostic coronary procedure the physician advanced the manufacturers device in the patient, the tip broke off and embolized. The physician was able to remove all pieces with an 8f guide catheter (another manufacturers device). No further intervention was required and no patient injury occurred. Vessel: mid lad [left anterior descending artery], 70% angiographic occlusion. This report is being submitted because additional intervention was required to remove the separated tip of manufacturers device. There is a potential for harm if the event were to recur.